Event description:
Reference number (B)(4). Event occurred in italy. On (B)(6) 2024, patient encountered erythema with erosion of the dermis at infusion site. The patient treated with antibiotic. No further information available.

Manufacturer narrative:
H11: since no lot number is availabel, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.